Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient presented to the emergency department with st-elevation myocardial infarction. The impella cp was primed and placed under imaging guidance. Waveforms and flows were appropriate. It was noted that after the peel away sheath was removed and repositioning sheath was in place, the physician placed a forward tension suture and angle matched the catheter. Oozing was noted as the site was dressed. Activated clotting time was 357 and the decision was made to move the patient to the unit and continue to monitor. Upon arrival to the unit, the start of a hematoma was noted. Pressure over the impella site was held to mitigate the spread of the hematoma and stop the oozing. This was unsuccessful. Dressing was taken down and redressed with new angle, more pressure, quick clot, sandbag and purse string suture were all utilized to help quell the bleeding to no avail. The physician was visibly upset and the decision was made to remove the impella cp due to the bleeding and place an intra-aortic balloon pump. One unit of red blood cells was given. Vascular surgery was consulted for potential cut down on the artery. The patient's outcome was critical.